Event description:
It was reported that during a da vinci-assisted radical with lymphadenectomy prostatectomy surgical procedure, the maryland bipolar forceps had broken energy cable. No fragment fell into the patient. The procedure was completed with no reported injury using a backup instrument. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the cable was not fully broken or frayed. There was no wire exposed due to damaged insulation. The black insulation was stripped or damaged. In addition, the instrument was inspected prior to use and there was no damage or anything out of the ordinary. No arcing was observed. The instrument tips did not collide with any other instrument or tool during procedure and the instrument tip(s) did not touch any staples, clips or sutures while energized. The jaws were not immersed in liquid or contaminated by carbonized tissue (bio debris) prior to activating the instrument.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the maryland bipolar forceps instrument returned. However, isi has not received the instrument involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The maryland bipolar forceps instrument was analyzed and found to have a frayed grip cable at the distal end.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Correction: based on the event date of reported incident, it has been determined that the instrument involved with this complaint does not meet the criteria for isifa2024-09-c as previously stated in section h9. Annex code c was updated to c0706.

Event description:
Refer to h11 for follow-up information.